Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head part that hooks to the scope is loose and the image is hard to see. This issue occurred during cystoscopy with laser lithotripsy. There were no reports of patient harm.